Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced a kinked cannula issue twice, and the symptoms/issue were noticed after three hours of insertion. The first event occurred in the month of (B)(6) 2021 , where her blood glucose level was 500 mg/dl, and they tried to treat this issue with a bolus via the pump. On an unspecified date in (B)(6) 2021, she first went to the emergency room and stayed there for approximately 6 hours. Subsequently, she was admitted to the intensive care unit as her blood glucose level was 500 mg/dl because she did not receive insulin due to a kinked cannula. During hospitalization, she was administered fluids of insulin, saline, and an unspecified medication intravenously (drug name unknown) as corrective treatment which resolved the issue. Therefore, after three days of hospitalization, she was released with no permanent damage. However, the second event occurred on (B)(6) 2022, where her blood glucose level was approximately 300 mg/dl. For both the events, the infusion set had been used for less than 24 hours. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.